Event description:
In 2008, it was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used in a stent placement procedure (pt age, gender and weight unk) on the same day. According to the complainant, "when the doctor tried to retract the finger ring, the suture was (stuck) and the stent could not (be deployed)." Further info received on the following month, stated that "the stent was deployed for about 1 cm" before it could no longer be deployed. The physician used a second ultraflex covered ng esophageal stent to complete the procedure. At the conclusion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The december 2007 15-month ultraflex esophageal product family complaint trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.